Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm amplatzer amulet was implanted in a patient who underwent concomitant pulmonary vein isolation and left atrial appendage occlusion. Device sizing was determined using the IFU sizing chart based on pre-procedural CT planning and intra-procedural measurements obtained after pulmonary field ablation, with CT landing zone measurements of 17 mm × 29.5 mm and intra-procedural 3d nuvision ice measurements of 22 mm × 27 mm. The procedure was performed using CT pre-planning and intra-procedural 3d nuvision ice guidance with fluoroscopy. During the procedure, fluid was administered, although left atrial pressure measurements were not repeated after fluid administration, and assessment of the left atrial appendage relied on ice imaging and contrast injection under fluoroscopy. The initial deployment of the device landed proximal, requiring one partial recapture, after which the second deployment was positioned deeper within the left atrial appendage. At the time of implant, the device appeared compressed, with a distal end screw offset and marked shape change. A tension test was performed, demonstrating apparent stabilizing wire engagement, particularly on the left upper pulmonary vein side, and no proximal movement of the lobe was observed during the test. No peri-device leak was detected by ice, and no rhythm changes occurred during the procedure. Although the device shape and tension test were considered acceptable at the time of implant, the implanter later noted that, in hindsight, disc concavity was not robust, and the stabilizing wires may not have adequately engaged rigid pectinate tissue on the mitral side, suggesting that close criteria may not have been fully satisfied, despite apparent engagement on the left upper pulmonary vein side. The procedure was performed in the same setting as ablation, although this was not believed by the implanter to be a contributing factor. A transthoracic echocardiogram performed on (B)(6) 2025, prior to discharge, demonstrated the device positioned within the left atrial appendage, and the patient was discharged without immediate complications. At routine follow-up, a three-month CT scan performed on (B)(6) 2026 identified that the device had dislodged from the intended implant site, confirming migration. Earlier reports suggesting migration during attempted retrieval were later clarified as inaccurate. Upon learning of the device migration, the patient recalled experiencing headaches for several days following the initial implant procedure, although no acute symptoms had been reported at the time. Based on the CT findings, the hospital team scheduled the patient for device retrieval on (B)(6) 2026, planning a percutaneous extraction with the operating room reserved as a backup in the event that open-heart surgery became necessary. On (B)(6) 2026, the device was successfully retrieved percutaneously without the need for surgical intervention. The patient was subsequently discharged and was reported to be doing well.